Event description:
It was reported that a clearlink system secondary medication set became disconnected from the port in which the tubing was inserted into a non-baxter 150 ml solution bag. This occurred during a patient infusion of an unknown chemotherapy solution. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.